Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) is currently underway. The reported problem (response buttons) was confirmed. Upon investigation, the monitor response buttons were non-functional. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the damaged response buttons. The pt received a replacement monitor.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the response buttons on the pt's monitor would not activate the device. The pt was provided a replacement monitor.